Event description:
During an atrial fibrillation procedure, it was reported that after puncturing the septula, the physician noticed that the blood pressure decreased (60/40) during ablation on left pulmonary vein. Cardiac tamponade was observed by the echo and the drainage (400ml) was performed. The patient was recovered after the drainage. The procedure was stopped. On (B)(6), received additional information requested from bwi representative stating that the outcome of this adverse event was a full recovery. The physician¿s opinion regarding the causality of this event is possible procedure related.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).